Event description:
It was reported that the manufacturer technical services was onsite at 04dec2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. No further information was provided.

Manufacturer narrative:
Description of event or problem: additional information.

Event description:
It was reported that the patient continued to experience alarms after the percutaneous lead repair, meaning the replacement was unsuccessful. The patient was sent home on an ungrounded cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the patient¿s suspected short to shield. The account communicated that the patient had a short to shield confirmed a few months ago which was captured under MFR# 2916596-2019-01890. X-rays were submitted at that time ((B)(6) 2019) which appeared unremarkable. An external driveline repair was to be scheduled but was not possible due to limited patient availability. The patient eventually underwent an external driveline repair on (B)(6) 2019. It was later reported that alarms reoccurred on a grounded patient cable and the repair was determined to have been unsuccessful. The patient was sent home with an ungrounded patient cable and is reportedly in stable condition. Approximately 21" of the driveline was returned. The proximal 4¿ of the driveline was returned with the silicone jacket removed and the proximal 2.5¿ was returned with the bionate layer and metal braided shield also removed. A clamshell repair and tape were present on the distal end of the bend relief and metal connector. The metal connector pins and alignment indicators were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the clamshell repair and the tape on the distal end of the driveline, superficial damage to the silicone jacket was observed. The clear bionate layer was unremarkable. Minor wear of the metal braided shield was observed from approximately 0.5¿ to 3.5¿ from the metal connector. Visual and microscopic inspection of the wires revealed no areas of damage along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a short to shield confirmed a few months ago. Technical services scheduled to be onsite (B)(6) 2019 for the repair. No further information provided.